Manufacturer narrative:
Conclusion and justification status: the complaint states the hook has broken. The investigation confirmed the failure mode as reported the device was assessed by bioengineering and a report was received stating that the thickness of the tongue was under the bottom tolerance as well as the slot of the right hand jaw. In addition the holes that accepts the bush were found to be over sized to the drawing dimension. The returned product has been forwarded to the supplier for evaluation. The complaint shall be closed as under investigation. Once the supplier report is received the complaint shall be reopened and updated accordingly. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hook has broken.